Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient with this implantable cardioverter defibrillator (ICD) was having a shoulder surgery and the noise over sensing resulted in a signal artifact monitoring (sam) episode. The respiratory rate trend (rrt) sensor vector switched due to the external noise. They discussed how to navigate the system if a switch back to initial vector was desired. The ICD remains in service at this time. No adverse patient effects were reported.